Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer¿s current blood glucose value was 44 mg/dl. The customer did not provide information about symptoms and treatment. The insulin pump passed high pressure test and displacement test. The insulin pump will not be returned for analysis.